Event description:
Pt saw ads on the internet for "sleep angel". This device supposedly aid sleep apnea. But this device does the opposite of what most obstructive sleep apnea pts need. For example, pt used a dental device that keeps their mouth open and pulls their jaw forward. It is effective. If pt instead used the "sleep angel" they would have had even more and worse apnea, since it does the opposite of the effective device they have. Pt thinks these people are marketing a dangerous device.